Event description:
It was reported that the non-boston scientific right ventricular lead (rv) exhibited high, out-of-range shock impedance of greater than 200 ohms. The impedance had been stable until november last year. The device was later replaced for normal battery depletion, but the physician elected not to replace the rv lead due to patient age. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).